Manufacturer narrative:
D4 (serial) has been updated. Ppae (sepsis): the root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 73-year-old male patient with a history of coronary artery disease, diabetes mellitus, and renal insufficiency was admitted for mixed cardiogenic and septic shock. The patient was intubated and on continuous renal replacement therapy. Impella support was initiated to stabilize the patient for coronary artery bypass graft surgery. Blood cultures confirmed sepsis. While confirmation of sepsis coincided with the support by impella, it was most probably pre-existant and thus was most likely attributable to the patient¿s underlying condition rather than device-related factors. However, it will be conservatively reported.

Event description:
This patient presented to ER with sepsis and cgs. Pt placed on cp and given antibiotics. Pt was taken to or for a CABG and was explanted at the same time. Not able to return device.

Manufacturer narrative:
Additional information has been provided in b5 (event description), including further detail regarding interventions.